Manufacturer narrative:
(B)(4). Date sent 8/25/2023. D4: batch #384a88. Photo analysis: this is an analysis of one photo submitted to for evaluation. During the visual analysis, the following was observed: the photo shows a device inside its package and the blister can be seen broken and it compromised the device's sterility. No conclusion or root cause could be determined. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned inside its package and its box. Upon visual inspection of the package, the blister was noted broken on the peel here area. Also, it was observed that a piece of blister was still adhered to tyvek. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 384a88, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was over storage material found with defective packaging product was opened. There were no patient consequences.